Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change for normal eri. Upon interrogation, prior to the procedure, there were several ams events that were triggered by noise on the atrial lead. Per the physician the clinic had seen noise first in office visit post initial implant; they said the noise was reproducible with isometrics and that serial lead impedances were stable through those exercises. The physician elected not revise the lead due to the patient's age and because the preferred programming limited the influence of the ams episodes. The lead was reprogrammed. During the procedure, the physician did not see any damage to the lead in the pocket. When connected to the analyzer the measurements were consistent with those from the device and there was no visible noise even with pocket manipulation and lead manipulation. The procedure was completed without complication and the patient left the procedural area in a stable condition.